Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that syringe 5ml saline fill ce experienced a case of being damage while still considered operable, and a case of leakage. Unspecified medical intervention was applied as a result, but the health impact to the patient has not been specified. The following information was provided by the initial reporter: unexpected medical intervention, defective component, fluid leak.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 5ml saline fill ce experienced a case of being damage while still considered operable, and a case of leakage. Unspecified medical intervention was applied as a result, but the health impact to the patient has not been specified. The following information was provided by the initial reporter: unexpected medical intervention, defective component, fluid leak.